Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: component code was added: 4755. H6: investigation type codes were added: 3331, 4109, 4111 and 4114. H6: investigation findings code was added: 3221. H6: investigation conclusions codes were added: 4315. H10: narrative/data was updated. The products were not returned for investigation. The reported event is non-verifiable. Based on the evaluation, the device malfunction could not be verified. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and likely conforming when they left zimmer biomet. DHR review was completed for the subject lot number (61029307). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61029307) for similar event and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event (fracture) and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation is excessive loading on abutment/implant assembly abutment over-prepped, incorrect assembly of the abutment to the implant (for example, abutment not seated properly; screw not tightened to recommended torque) user error, inadequate instructions for use, improper patient selection and abutment screw breaks. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmerbiomet complaint number cmp- (B)(4). Patient identifier unknown. Age and date of birth unknown. Patient sex unknown. Weight unknown, date of event unknown. Unique identifier (UDI) number unknown. Fax number unknown. Additional PMA/510(k) number ¿ (B)(4).

Event description:
It was reported that an unknown zimmer screw fractured in the implant. They were able to remove the fractured screw portion from the implant, but they believe the implant's internal threads may be damaged.